Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker exhibited rapid battery drain. Additional information received which indicated that the physician determined that it should be replaced at that time to maximize battery longevity since the study was over. This device was explanted and replaced. No additional adverse patient effects were reported.